Event description:
It was reported that before insertion of an absolute pro 5.0x100mm stent in the superficial femoral artery. Reportedly, there was no resistance removing the stent delivery system (sds) from plastic hoop/coil. The sds was prepared for use before the protective sheath and mandrel were removed. There was no resistance or force used removing the protective sheath and mandrel. Without handling or manipulation, the stent expanded outside the patient anatomy without any action to the handle. There were no reported adverse patient sequelae or consequence. No reported significant clinical delay in the procedure. Another unit was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported premature stent deployment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar premature stent deployment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.